Manufacturer narrative:
(B)(4). Device is a combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical trial. It was reported that post a stenting treatment procedure, worsening coronary artery disease was experienced and target vessel revascularization required. (B)(6) 2010 - the patient presented with unstable angina. The 80% stenosed, 4mm long target lesion was located in the first obtuse marginal branch with a reference vessel diameter of 2.3mm. The target lesion was treated with direct stent placement using a 2.25 x 8 mm taxus liberte stent with 0 % residual stenosis. A non-target lesion in the proximal left anterior descending artery was treated with placement of a 3.0 x 15 mm drug eluting stent. The patient was discharged the same day on aspirin and prasugrel. (B)(6) 2012 - the patient presented with worsening coronary artery disease and was hospitalized. Target vessel revascularization was performed. The event was resolved without residual effects and the subject was discharged on the same day.